Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noted in regard to device performance in the primary procedure? What healthcare professional fired the device and what is his/her experience? Did the healthcare professional confirm a complete cutting washer transection? Did the healthcare professional confirm a complete donut? Was an intra operative leak test performed? If so, what were the results? When was the bleeding identified? Were there any staples present in the surgical field? If there were staples present, please describe the shape of the staples. Are there any photos available? What is the current patient status?

Event description:
It was reported that three days after a hemicolectomy procedure the patient was returned to surgery to control bleeding. The customer found then that the anastamosis staple line was partially formed. The anastamosis was hand sewed to repair and control the bleeding. No buttressing material had been used during the original procedure. It was unknown how much blood was lost or if a transfusion was needed. The patient is still in the hospital at this time but out of the ICU. It was unknown how long this event has extended the patient's hospital stay. No product will be returned.